Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the bumper fell down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was biomed. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the bumper fell down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, the technician reinstalled the bumper to suspension tube using fixation screws (according to procedure). Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the subject matter expert¿s analysis, the fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: to avoid collision. To check the correct positioning of the cover after maintenance or cleaning. To secure the bumpers with screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).